Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited polarity switch and low impedance. The right ventricular (rv) lead exhibited polarity switch and low impedance. The leads remain in use. No patient complications have been reported as a result of this event.